Event description:
"Dealer states on s/n (B)(4) that both motor gearboxes are overheating and the brakes are sticking. Dealer made no mention of smoke or odd smell."

Manufacturer narrative:
(B)(4). Model m51, serial number/date code (B)(4) is approximately 1 year and 3 months of age. The owner's manual part number 1125085 (rev j oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges on sn (B)(4) that both motor gearboxes are overheating and the brakes are sticking